Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") in a female patient who had essure inserted. In (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). The patient was treated with surgery (surgery to remove the essure). Essure was removed in (B)(6) 2015. At the time of the report, the pelvic pain outcome was unknown. The reporter considered pelvic pain to be related to essure. The reporter commented: she need additional surgery. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain"), polycystic ovaries ("cystic ovarian disease") and gastric haemorrhage ("had bleeding in my stomach") in a 36-year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo essure confirmation test". The patient's past medical history included cholecystectomy and pulmonary embolism. Concurrent conditions included obesity, unspecified, common bile duct stone, gerd, hemorrhoids, hypertension, kidney stones, dysfunctional uterine bleeding, hyperbilirubinemia, transaminitis, endometriosis, adenomyosis and deep vein thrombosis. Concomitant products included cholecalciferol (vitamin d) since 2015, estradiol (estrogel) from 2015 to 2017, ibuprofen (motrin) since 2015, metoprolol tartrate (lopressor) and paracetamol (tylenol) since 2014. In (B)(6) 2012, the patient had essure inserted. In 2014, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), dysmenorrhoea ("dysmenorrhea (cramping)"), fatigue ("fatigue"), weight increased ("weight gain") and abdominal pain lower ("pain: lower abdominal pain"). In 2015, the patient experienced nausea ("nausea"). On (B)(6) 2015, the patient experienced polycystic ovaries (seriousness criterion medically significant). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), uterine leiomyoma ("enlarged fibroid uterus") and gastric haemorrhage (seriousness criterion medically significant). The patient was treated with surgery (she underwent hysterectomy (full)/bilateral salpingectomy/bilateral oophorectomy to remove the essure) and surgery (she underwent bilateral oophorectomy to remove the essure). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, polycystic ovaries, uterine leiomyoma, nausea, fatigue, weight increased and gastric haemorrhage outcome was unknown and the vaginal haemorrhage, menorrhagia, dysmenorrhoea and abdominal pain lower had resolved. The reporter considered abdominal pain lower, dysmenorrhoea, fatigue, gastric haemorrhage, menorrhagia, nausea, pelvic pain, polycystic ovaries, uterine leiomyoma, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: she need additional surgery. Current weight 248 lbs. Per medical record: apparently, after the surgery, she became anemic and was given 2 units of blood while in the hospital. Since her procedure, she states she has had intermittent low grade fevers, temp max was 101.4. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 32 kg/sqm. Elevated alkaline phosphatase. ¿concerning the injuries reported in this case, the following ones were described in patients medical record: pelvic pain, uterine leiomyoma, vaginal hemorrhage, polycystic ovaries, dysmenorrhea". Most recent follow-up information incorporated above includes: on 8-nov-2018: reporter information was added. This case concerns 36 year old patient. Her demographic was updated. Her concurrent/historical conditions were added. Lab data was added. Essure removal date was updated. Her concomitant medications were added. Per plaintiff fact sheet following events: abnormal bleeding (vaginal/menorrhagia), cystic ovarian disease, enlarged fibroid uterus, nausea, dysmenorrhea (cramping), fatigue, weight gain, pain: lower abdominal pain and she did not undergo essure confirmation test, had bleeding in my stomach were added were added. She had recovered from following events: lower abdominal pain, dysmenorrhea, abnormal bleeding (vaginal/menorrhagia). Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain'), polycystic ovaries ('cystic ovarian disease') and gastric haemorrhage ('had bleeding in my stomach') in a 36-year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included cholecystectomy, pulmonary embolism, multigravida ((B)(6) 1997, (B)(6) 2000, (B)(6) 2003), miscarriage and abortion. *elevated alkaline phosphatase. Concurrent conditions included obesity, unspecified, common bile duct stone, gerd, hemorrhoids, hypertension, kidney stones, dysfunctional uterine bleeding, hyperbilirubinemia, transaminitis, endometriosis, adenomyosis, deep vein thrombosis, prolapse (after a discussion, since the patient has essure coils in her tubes, she would like to have this uterus out.), menometrorrhagia, leiomyoma nos and uterine enlargement. Concomitant products included since 2015, estradiol (estrogel) from 2015 to 2017, metoprolol tartrate (lopressor), montelukast sodium (singulair), paracetamol (tylenol) since 2014 and vitamin d nos (vitamin d) since 2015. On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2012, the patient experienced bladder disorder ("bladder problems or changes"), urinary tract disorder ("urinary problems or changes"), abdominal distension ("bloating"), constipation ("constipation") and gastrooesophageal reflux disease ("acid reflux"). In (B)(6) 2013, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), nausea ("nausea"), dysmenorrhoea ("dysmenorrhea (cramping)"), fatigue ("fatigue") and abdominal pain lower ("pain: lower abdominal pain"). In (B)(6) 2013, the patient experienced tooth disorder ("dental problems"). In (B)(6) 2014, the patient was found to have weight increased ("weight gain") and experienced migraine ("migraines") and headache ("headaches"). In (B)(6) 2014, the patient experienced arthritis ("arthritis") and arthralgia ("joint pain"). In (B)(6) 2015, the patient experienced amnesia ("memory loss"). On (B)(6) 2015, the patient experienced polycystic ovaries (seriousness criterion medically significant), 2 years 8 months after insertion of essure. In (B)(6) 2015, the patient experienced female sexual dysfunction ("apareunia (inability to have sexual intercourse)"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and gastric haemorrhage (seriousness criterion medically significant) and was found to have uterine leiomyoma ("enlarged fibroid uterus"). The patient was treated with lubiprostone (amitiza), omeprazole, surgery (she underwent hysterectomy (full)/bilateral salpingectomy/bilateral oophorectomy to remove the essur and she underwent bilateral oophorectomy to remove the essur) and blood transfusion. Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, polycystic ovaries, uterine leiomyoma, nausea, fatigue, weight increased, gastric haemorrhage, female sexual dysfunction, arthritis, bladder disorder, urinary tract disorder, migraine, headache, tooth disorder, amnesia, abdominal distension, constipation, gastrooesophageal reflux disease and arthralgia outcome was unknown and the vaginal haemorrhage, menorrhagia, dysmenorrhoea and abdominal pain lower had resolved. The reporter considered abdominal distension, abdominal pain lower, amnesia, arthralgia, arthritis, bladder disorder, constipation, dysmenorrhoea, fatigue, female sexual dysfunction, gastric haemorrhage, gastrooesophageal reflux disease, headache, menorrhagia, migraine, nausea, pelvic pain, polycystic ovaries, tooth disorder, urinary tract disorder, uterine leiomyoma, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: she need additional surgery. Current weight 248 lbs. Per medical record: apparently, after the surgery, she became anemic and was given 2 units of blood while in the hospital. Since her procedure, she states she has had intermittent low grade fevers, temp max was 101.4. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 32 kg/sqm. Hysterosalpingogram - on (B)(6) 2013: total bilateral occlusion. Ultrasound uterus - on an unknown date: findings consistent with fibroid formation,the uterus is enlarged to 10.9 cm. Her abdomen is mildly obese. When asked to delineate the area of pain she points suprapubically and into the right adnexa. ¿concerning the injuries reported in this case, the following ones were described in patients medical record: pelvic pain, uterine leiomyoma, vaginal hemorrhage, polycystic ovaries, dysmenorrhea." Most recent follow-up information incorporated above includes: on 28-may-2019: plaintiff fact sheet was received: essure insertion date was updated from (B)(6) 2012; medical history added; new lab data added (hysterosalpingogram); she did not undergo essure confirmation test was deleted as event and apareunia (inability to have sexual intercourse), arthritis, bladder or urinary problems or changes, migraines, headaches, dental problems, memory loss, bloating, constipation, acid reflux, joint pain were added; events onset date updated. Incident no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.